Event description:
Info received indicates the siderail is not latching.

Manufacturer narrative:
The tech found the siderail latch cover was bent. The tech replaced the siderail latch cover to repair the bed.